Manufacturer narrative:
Sc-1132 (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The allegation of pocket site pain was not confirmed. Visual inspection, residual gas analysis, and review of device history record verified no manufacturing deviation could have contributed to the event reported. The probable cause selected is no problem detected.

Event description:
A report was received that the patient was experiencing pocket site pain. The patient underwent a revision procedure wherein the pocket site was moved and the ipg was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pocket site pain. The patient underwent a revision procedure wherein the pocket site was moved and the ipg was replaced. The patient was doing well postoperatively.